Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. E13070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and uterine contractions weak. Concurrent conditions included dyspareunia, hearing loss, umbilical hernia, chest pain, fatigue, genitals enlarged and labial operation nos. Concomitant products included ascorbic acid;calcium citrate;cholecalciferol;cupric oxide;docosahexaenoic acid;docusate sodium;eicosapentaenoic acid;folic acid;iron;nicotinamide;potassium iodide;pyridoxine hydrochloride;riboflavin;thiamine;tocopheryl acetate;zinc oxide (intranatal assure) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), nausea ("nausea"), vomiting ("vomiting"), anaemia ("anemia"), vision blurred ("blurred vision"), feeling abnormal ("brain fog"), acne ("acne"), pyrexia ("fevers"), menorrhagia ("menorrhagia") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, allergy to metals, alopecia, nausea, vomiting, anaemia, vision blurred, feeling abnormal, acne, pyrexia, menorrhagia and amenorrhoea outcome was unknown. The reporter considered acne, allergy to metals, alopecia, amenorrhoea, anaemia, device expulsion, feeling abnormal, genital haemorrhage, menorrhagia, nausea, pelvic pain, pyrexia, vision blurred and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: essure device demonstrated.. Hysterosalpingogram - on (B)(6) 2017: no spill from the fimbriated end of either tube. Approximately two thirds of the right tube fills with a very small amount of contrast.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: acne, acne, menorrhagia, pelvic pain female, alopecia. Lot number: e13070 manufacturing date: 2015-07-11 expiration date: 2018-07-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('foreign body in uterus') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. E13070) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and uterine contractions weak. Concurrent conditions included dyspareunia, hearing loss, umbilical hernia, chest pain, fatigue, hypertrophy and labial operation nos. Concomitant products included ascorbic acid; calcium citrate; colecalciferol; cupric oxide; docosahexaenoic acid; docusate sodium; eicosapentaenoic acid; folic acid; iron; nicotinamide; potassium iodide; pyridoxine hydrochloride; riboflavin; thiamine; tocopheryl acetate; zinc oxide (citranatal assure) and minerals nos; vitamins nos (prenatal vitamins). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), nausea ("nausea"), vomiting ("vomiting"), anaemia ("anemia"), vision blurred ("blurred vision"), feeling abnormal ("brain fog"), acne ("acne"), pyrexia ("fevers"), menorrhagia ("menorrhagia") and amenorrhoea ("amenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, allergy to metals, alopecia, nausea, vomiting, anaemia, vision blurred, feeling abnormal, acne, pyrexia, menorrhagia and amenorrhoea outcome was unknown. The reporter considered acne, allergy to metals, alopecia, amenorrhoea, anaemia, device expulsion, feeling abnormal, genital haemorrhage, menorrhagia, nausea, pelvic pain, pyrexia, vision blurred and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: essure device demonstrated.. Hysterosalpingogram - on (B)(6) 2017: no spill from the fimbriated end of either tube. Approximately two thirds of the right tube fills with a very small amount of contrast. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: acne, acne, menorrhagia, pelvic pain female, alopecia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.